Event description:
Medwatch with uf/importer# (B)(4) was received on (B)(6) 2015: this is the second of two reports (two events on the same patient and same catheter a second kit was opened to use a second connector) first event at around 0500: a spinal drain check was done and it was noticed that it had disconnected at the metal piece that connects to the patient. The neurosurgery intern was immediately notified and the neurosurgery resident came in to assess and reconnect. A new spinal drain was set up and connected. The patient had no neuro changes. Second event on the following day, approximately at 2300. During hourly spinal drain site checks, the spinal drain had disconnected from the patient. The small metal piece was where it disconnected from. The drain was clamped and the neurosurgery intern and resident were notified immediately. The patient had no neuro changes through the night. A new spinal drain system was set up and the physician reconnected. Additional information received from the customer on 13oct2015: the lumbar catheter was implanted on (B)(6) 2015. It was confirmed that the catheter was disconnected at the metal piece. The component that was used to connect the catheter to the external drainage system was the other end of the flexible luer connector with the stainless steel tip. The catheter was secured to the connector with ligatures. It was unknown if the patient was moved, frequently repositioned, etc. During the time the ins5010 was in place. It was unknown if there was any csf leakage. There was no reported patient injury for both events.